Manufacturer narrative:
The reported ventilator failed the flow and pressure transducer sub-tests during the performed pre-use checks tests. Our field service engineer (fse) replaced both pressure transducers and exchanged the expiratory cassettes and additional components. The ventilator was returned to service after successful functional and safety tests were performed. No part(s)were returned for further investigation nor were there any received device logs despite several requests being sent. Our conclusion, based on the information in the received service report, is that the pressure transducers had malfunctioned. The root cause for the reported event however, could not be established due to lack of returned parts and further information(logs).

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).